Event description:
The operator stated a bang was heard and then smoke was coming from the back of the cell-dyn ruby. The operator stated there was a leak from the woc flow cell which dripped on the analyzer power supply. The operator turned off the cell-dyn ruby. No injury was reported.

Manufacturer narrative:
(B)(4). The evaluation showed the issue was isolated to a leaking woc flow cell assembly which shorted the power supply. The woc flow cell assembly and the power supply were replaced by field service. No further occurrence of the issue was reported by the customer after replacement of the woc flow cell and the power supply. The cell-dyn ruby system operator's manual contains adequate information for the operator to follow in regards to obtaining technical assistance. A review of historical data did not identify a similar issue. Based on the evaluation and event details, no product deficiency was identified with the cell-dyn ruby instrument.